Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon evaluation, there was contamination on the battery board and the y1, and u13 components were shorted. The cause of the charge faults is the contamination and shorted components. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.